Event description:
It was reported that the tissue came apart during use. The product was discarded and replaced with a competitor's product and the procedure was completed without any further complications being reported.